Manufacturer narrative:
(B)(4). Physio-control further evaluated the customer¿s device and verified the reported issue. Physio-control replaced the user interface pcb assembly and then after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly. It was determined that integrated circuit, designator u2 was temperature sensitive and caused the reported issue.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the devicele and displayed a white screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.